Event description:
The lay user/patient's mother contacted lifescan on july 30, 2006 and alleged that the patient's one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the reporter via phone after several attempts to obtain further information. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The patient is a teenager, who has a seizure disorder (has epileptic and hypoglycemic seizures). The mother reported that the patient was taken to the hospital twice in 24 hours. However, she provided details regarding the second hospital visit. In 2006, at 5:00 pm, the patient went into a seizure. She had been testing all day frequently with results ranging from 259 mg/dl to 413 mg/dl. At the time she was experiencing the seizure, the mother tested the patient on the reported meter with a result of 249 mg/dl. The mother called the doctor because she thought that this was an epileptic seizure since the patient's blood glucose level was high. The doctor advised her to call an ambulance and have the patient taken to the hospital to be checked by the neurology department. Upon arrival, the paramedic tested the patient's blood glucose and their meter read "low" (below 20 mg/dl). This is when the mother thinks the patient was actually experiencing a hypoglycemic seizure. The patient was given IV glucose and taken to the hospital. Her blood glucose result upon discharge was 135 mg/dl on the hospital meter. The patient's diabetes medication regimen was not provided. At the time of troubleshooting, the mother reported that she had run a control solution test previously (time not known) and the result was high outside the range of 93-126 (225). The meter was verified to be in mg/dl unit of measurement and the patient's testing technique was reviewed to be correct. She was also cleaning the puncture area correctly. This complaint is reported because, the patient was obtaining high results on the subject meter all day and at the time she was experiencing a seizure. The paramedics' meter result was below 20 mg/dl and the patient was treated for hypoglycemia. The control solution test also failed outside the range. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.